Manufacturer narrative:
Investigation results: the complaint of a cracked luer adapter was confirmed from the photograph that was provided for investigation. Due to the evidence of use and without the physical sample, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 24 ga x 3/4 in single port connector was cracked. The following information was provided by the initial reporter, translated from chinese to english: at 11:00 on (B)(6) 2024, a peripheral intravenous indwelling needle was inserted into the patient for intravenous infusion. At 15:00 on (B)(6) 2024, the ward nurse performed intravenous infusion again at the bedside and flushed the peripheral intravenous indwelling needle. At the time, it was discovered that the connection between the indwelling needle and the infusion connector was cracked. The indwelling needle was immediately removed and a new peripheral intravenous indwelling needle was replaced for infusion treatment. During the process, the vital signs were stable and no adverse consequences were caused.